Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump experienced a malfunction and a shattered touch screen. The customer is unable to interact with the touchscreen. Customer¿s blood glucose level was 130 mg/dl. A replacement pump was sent and the customer reverted to multiple dose injections for insulin therapy.